Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss: "fiberous tissue encapsulated implant." (B)(6). Good afternoon I have a implant that failed that I need to return. Looking for the proper paperwork to fill out and where to return to.